Event description:
During a laparoscopic sigmoid colectomy, on two successive firings of the i60, the staple formation was inadequate. Another device was used to produce an adequate staple line. The pt's health was not adversely affected by the malfunction.

Manufacturer narrative:
The i60 was visually and functionally tested; the reported event was confirmed. The anvil and housing were not properly aligned, and this resulted in improper staple formation. Additional device testing has been implemented to check for this condition during manufacture. The device does not have an expiration date.